Event description:
It was reported that the customer was hospitalized due to low blood glucose of 16mg/dl, and she was treated with an insulin drip. Troubleshooting was declined as customer could not be woken up, and she is unsure the cause of it. The caller declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.